Event description:
Information was provided that during an (evar) endovascular aneurysm repair, the release wire was hard to use as it was stuck. The tffb kept jumping up in the patient.

Manufacturer narrative:
Evaluation: the complaint device was returned in an opened and used condition along with a cd, which contained photos of the device in situ. An examination of the returned device found no problem existing with the trigger wire. Mild bends were noted, but we can advise this is consistent with other trigger wires from other deployed systems. The top cap did not exhibit any abnormal damage and it was determined the product was manufactured per specifications. We viewed the returned cd and based upon the sequential order of the photos, it appears that when the customer initially began pulling the sheath back and deploying the graft, they were closed to the correct position needed. However, after looking at each photo, the entire system migrated down into the aorta between 1 and 1.5cm before the sheath exposed the proper amount of graft. By the last photo, the system was at the correct location again. This suggests that the customer pushed the system up the aorta the same amount of distance the device initially migrated. It is possible that this put the trigger wire under more stress and created more of a "bind" between the trigger wire and top stent.